Event description:
#Medwatcher #(B)(4). Ongoing to hospital for major infections, headaches, lower pain. Hair loss just plain out sick all the time with no energy. In lots of pain all the time, that won't go away!